Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.